Manufacturer narrative:
Device identifier : (B)(4). The perforator was not returned for evaluation (customer indicated is not available) and no lot number information has been provided, therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
The nurse reported the perforator malfunctioned almost hitting the dura. No patient injury reported, and the event did not led to surgical delay.